Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted customer troubleshoot the au5800 clinical chemistry analyzer. The customer replaced the sample probe to resolve the issue. Section a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case- (B)(4).

Event description:
The customer reported obtaining one (1) false glucose patient results on their au5800 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.